Event description:
It was reported that the customer was in the emergency room due to high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller stated that the cannula was removed and it was bent. Advised the doctor to change the infusion set and to insert in a different site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.